Manufacturer narrative:
Additional information was received that the no further information can be obtained regarding the device information.

Event description:
A report was received that the (B)(6) study patient experienced moderate impulse control disorder. The patient was admitted, treated with medication and the device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as being possibly related to the device stimulation, unlikely related to the procedure and not related to the hardware.

Manufacturer narrative:
Additional information was received that the patients symptoms included behavioral abnormalities of impulsivity, euphoric state, disinhibition, hypersexuality, tachypsychia and irritation, despite the partial reduction in pramipexol. The patients medications were adjusted.

Event description:
A report was received that the dbs study patient experienced moderate impulse control disorder. The patient was admitted, treated with medication and the device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as being possibly related to the device stimulation, unlikely related to the procedure and not related to the hardware.

Event description:
A report was received that the dbs study patient experienced moderate impulse control disorder. The patient was admitted, treated with medication and the device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as being possibly related to the device stimulation, unlikely related to the procedure and not related to the hardware.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the dbs study patient experienced moderate impulse control disorder. The patient was admitted, treated with medication and the device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as being possibly related to the device stimulation, unlikely related to the procedure and not related to the hardware.